Manufacturer narrative:
Mentor received additional information that the patient was diagnosed with bilateral capsular contracture baker grade ii on (B)(6) 2009, and had a right breast biopsy in late 2007, reported as benign. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor failure analysis lab received the suspect medical device for evaluation. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. After a thorough analysis, we were unable to confirm the reported event. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and capsular contracture complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: suspected rupture, capsular contracture baker grade ii manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02-dec-2019, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant medical products: 300cc mentor memorygel breast implant, catalog # 3543007, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 275cc mentor memorygel breast implant and experienced postoperative right-sided rupture. Patient had a mammogram that indicated device rupture, high density free silicone extracapsular rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.